Event description:
Related manufacturer reference number: 1627487-2022-00438. It was reported that the patient experienced ineffective therapy. Surgery occurred to explant the leads to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.